Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said their controller has been dead since late friday and will not recharge whatsoever. Patient said they have been having problems with the equipment for almost a couple months. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller was flashing green and implant was empty. Patient then connected the recharger and confirmed recharger problem. The issue was not resolved. An email was sent to the repair department to replace the recharging antenna. Pt said they have been having issues with charging for couple months. Per information received on 18july2024, patient (pt) called stated they received the recharging antenna and getting poor recharging quality continuously and have to press on the paddle towards the skin to connect and recharger telemetry module (rtm) was getting hot and loose connection with yellow light flashing and they have to reposition recharging antenna. Agent confirmed patient did not have fall or trauma. Agent asked patient to inspect the controller port and rtm and patient said there was no visible damage. Rtm plugs into controller port firm and tight. Controller shows implantable neurostimulator (ins) 70% and controller 100% charged. Patient stated they spoke with manufacturer representative (rep) today and last week about the issue and rep told to call patient and technical services(pats) for assistance. Agent recommend pt monitor device and take note of message or codes and call back for assistance if necessary. A replacement recharger telemetry module (rtm) was sent out. Per information received on 19july2024 pt called and stated they received the 2nd rtm cord from repair and still not able to connect to charge the ins. Pt stated they initially got poor recharge quality, then the controller showed "finished" just a few minutes after being connected to charge the ins. Pt went to disconnect the rtm cord and had trouble disconnecting the rtm cord and stated it seemed the port almost broke. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.